Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the ischemia was progressive general hypoperfusion patient condition related.

Manufacturer narrative:
The impella device has not been received by the manufacturer for investigation. Should any new information be returned, a supplemental report will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 53-year-old male presented with ami / cgs and has been treated with pci. First, an iabp and va-ECMO have been inserted, later the iabp has been replaced for an impella cp for hemodynamic support. After va-ECMO removal and progressive low output syndrome, hypoperfusion of the leg, ischemia and acidosis have been noted. Decision has been made to remove the impella device and insert a new impella cp via contralateral femoral artery. Pump removal resolved the ischemia. The patient has been critical and has been sent to ICU. Within three hours of admission to unit, the patient expired.